Event description:
It was reported that the patients ipg was not functional and taking longer to charge. The patient underwent an ipg replacement procedure and wad doing well postoperatively. Additional information was received that the explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred 6 months ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg was not functional and taking longer to charge. The patient underwent an ipg replacement procedure and wad doing well postoperatively.